Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the optical enhancement defect and the unitpcb for process w7 jpccd defect. Based on the result, we concluded that it was caused due to pcb for process defect. Correction information: d4: serial#. G6: follow up #1. H3: device evaluation. Additional information: h2: type of follow up. H6: coding added based on the investigation result: component code, type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
Error code 23-04 occurred when the power was turned on before use. Since it occurred before use, there is no health hazard to patients and medical staff.